Event description:
Reportedly, on follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device. Additionally, the device did not switch to magnet mode while a magnet was applied. The subject device was replaced and was returned for analysis.

Event description:
Reportedly, on follow-up performed on (B)(6) 2016, it was not possible to interrogate the subject device. Additionaly, the device did not switch to magnet mode while a magnet was applied. The subject device was replaced and was returned for analysis.